Event description:
It was reported that the unit has been reported to go into a failure mode. Upon review of the event log, a vacuum power sense failure code is listed. No patient consequences are reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer. Interface board and black cable replaced.